Manufacturer narrative:
Facility's clinical care coordinator was unable to provide the treatment sheets. She was able to retrieve the intensive care history log and verify that this pt did not suffer any injury or rec'd any medical intervention while in the intensive care unit. The pt was subsequently transferred out of the unit. A gambro technical services (gts) field rep inspected the machine and found it to be working according to MFR's specs. He was unable to duplicate the alarm reported by facility's staff. He verified the rotors, pumps and scales and found them to be working correctly. The machine was then placed back into service. Facility's clinical care coordinator stated that she would like a gambro intensive care therapy specialist to do some prisma training for the intensive care nurses at her hosp. She admitted that she is unsure of the type of training and how often it is given or if the intensive care nurse caring for this pt rec'd any type of prisma training, as she did not have the documentation readily available. Gambro intensive care therapy specialist consulted facility's clinical care coordinator and will be doing some training for the intensive care dept on the operation of troubleshooting with prisma machine.